Event description:
It was reported to boston scientific corp that midway through a therapeutic hydrothermal ablation (hta) procedure, about 8 minutes in there was a fluid loss alarm of 10cc. The physician checked and found a leak at the cervix. The physician observed a superficial burn, tightened up the tenaculum and was able to complete the procedure. The pt was treated with silvadene cream. Pt is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for eval; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.